Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that two community-based patients with PICC lines for chemotherapy treatment experienced episodes where the infusion was slowed or temporarily interrupted, with kinking observed along the central lines. After consultation, the issue was resolved by straightening the line and performing a flush using a 10 ml nacl syringe. Since these interventions, both catheters have remained in place and functional, with no further complications reported. It was reported this occurred with two devices. This report addresses both devices.